Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they had experienced high blood glucose and other blood glucose was 400 mg/dl and sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 223 mg/dl and the sensor glucose was 66 mg/dl at the time of the incident. The customer' reported that the sensor glucose value that triggered the suspend event was 65 mg/dl and threshold, low suspend limit in sensor settings was 70 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in 100 buffered glucose test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform buffered glucose solution test as the sensor is beyond its expiration or event date. (B)(4).